Manufacturer narrative:
On 11/17/2020, mentor became aware that the awareness date in the previous report was reported incorrectly. The actual awareness date was 10/22/2020. In addition, the report due date was actually 11/21/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain. (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with an unspecified mentor tissue expander and suffered from bilateral breast pain. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.